Event description:
Patient reported their aligner pop out during the night while they are sleeping causing a choking hazard for them. Provided information on aligner fit, requested video of them placing and removing the upper aligner 11 to evaluate fit and provided hhtt tips.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.